Event description:
The customer reported via phone call that his blood glucose went up to 313 mg/dl and he treated with a bolus through the pump. Customer's blood glucose is now 276 mg/dl. Customer did not want to troubleshoot further on the pump. Customer stated that he had a high blood glucose of 480 mg/dl a week ago. Customer changed out the infusion set. Customer stated that it was not bent when he took it out. Customer treated his blood glucose with a bolus after the new infusion set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.